Manufacturer narrative:
The reported event is unconfirmed as the evaluated sample meets specifications. A potential failure mode is misconnection of supply and return lines. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the arctic sun® temperature management system is intended for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the user settable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. Do not reprocess or sterilize. Use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the sterile field when lines are disconnected. The arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel¿ pads are only for use with an arctic sun® temperature management system. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions for use arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set. If the entire set of pads is not used, the minimum flow rate may not be achieved. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit . When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a hypothermia patient transferring from emergency room to intensive care unit on the arctic sun device. The nurse reported that the new device was displaying low air leak and needed to treat the patient. Also reported that the emergency room had an issue that was low air leak, and they changed the pads. The patient temperature was 35.1 c, target temperature was 36c. The patient was transferred to the intensive care unit connected to their machine and they were getting a low air leak message displayed on the device. The four large pads were in place with lot number ngfy2529. The system diagnostics showed flow rate was 0, inlet pressure was -1.8 psi, circulation pump command was 100 percentage. Mss walked nurse through disconnecting and reconnecting the pads and there was no change in flow rate and enabled manual control with water temperature set to 30c for 30 minutes. The water control now showed a flow rate of 1.1lpm, inlet pressure was - 1.9 psi, circulation pump command was 100 percentage. The nurse stated that they were removing pads to weigh patient. Mss explained they do not have to remove the pads as they could give the weight of the large pads filled 2.41kgs and empty 1.64kgs. The weight of the patient was noted be 94 kgs. Mss explained that the large pads were recommended for a patient at this weight, and they were doing procedures on the patient. At 9.01 pm, the event log showed multiple alert 01 (patient line open) and alert 02 (low flow) . The nurse now clarified that in the emergency room they had changed the device and not the pads. Mss recommended the nurse to change out the device and the nurse went to the emergency room and got s/n (B)(6). The nurse connected the device, and the flow rate was 2.2lpm, inlet pressure was -7.0 psi. Mss told to label s/n (B)(6) and sent to clinical engineering department for repair. As per follow up information received via phone on 15mar2022, initial reporter stated that the pads were changed out when patient was hooked up to the first arctic sun device s/n (B)(6) and with pad lot ngfu1896 and the device was sounding low flow alarm. The patient was then moved to second arctic sun s/n (B)(6), and flow rate alarm was still sounding. Also stated that the pads were changed again with a different lot number (unknown), flow rate went up and the therapy was able to be completed with no further issues. Also stated that the faulty pads were available for sample return and first device was sent to biomed. As per sample received on 29aug2022, it was reported that a second arctic gel pad sample had been received as part of the original reported issue (ngfy2529). As per clarification mail received 30aug2022, it was confirmed that the device was used on the patient. As per sample received on 30aug2022, it was observed that the minor cosmetic scratch at the bottom middle of the control panel screen . As per follow-up information received on 08sep2022, it was stated that both (lot #ngfu1896 and lot# ngfy2529) were used with the first device sn# (B)(6) and lot# ngfu1896 and lot# unk) were used on the second device (sn# (B)(6). It was changed due to air leak, but it is unclear based on the entry description if the fault was due to the gel pad, the as, or both. The as device had a confirmed circulation pump issue that could have contributed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hypothermia patient transferring from emergency room to intensive care unit on the arctic sun device. The nurse reported that the new device was displaying low air leak and needed to treat the patient. Also reported that the emergency room had an issue that was low air leak, and they changed the pads. The patient temperature was 35.1 c, target temperature was 36c. The patient was transferred to the intensive care unit connected to their machine and they were getting a low air leak message displayed on the device. The four large pads were in place with lot number ngfy2529. The system diagnostics showed flow rate was 0, inlet pressure was -1.8 psi, circulation pump command was 100 percentage. Mss walked nurse through disconnecting and reconnecting the pads and there was no change in flow rate and enabled manual control with water temperature set to 30c for 30 minutes. The water control now showed a flow rate of 1.1lpm, inlet pressure was - 1.9 psi, circulation pump command was 100 percentage. The nurse stated that they were removing pads to weigh patient. Mss explained they do not have to remove the pads as they could give the weight of the large pads filled 2.41kgs and empty 1.64kgs. The weight of the patient was noted be 94 kgs. Mss explained that the large pads were recommended for a patient at this weight, and they were doing procedures on the patient. At 9.01 pm, the event log showed multiple alert 01 (patient line open) and alert 02 (low flow) . The nurse now clarified that in the emergency room they had changed the device and not the pads. Mss recommended the nurse to change out the device and the nurse went to the emergency room and got s/n (B)(4). The nurse connected the device, and the flow rate was 2.2lpm, inlet pressure was -7.0 psi. Mss told to label s/n (B)(4) and sent to clinical engineering department for repair. As per follow up information received via phone on (B)(6) 2022, initial reporter stated that the pads were changed out when patient was hooked up to the first arctic sun device s/n (B)(4) and with pad lot ngfu1896 and the device was sounding low flow alarm. The patient was then moved to second arctic sun s/n (B)(4). And flow rate alarm was still sounding. Also stated that the pads were changed again with a different lot number (unknown), flow rate went up and the therapy was able to be completed with no further issues. Also stated that the faulty pads were available for sample return and first device was sent to biomed. As per sample received on (B)(6) 2022, it was reported that a second arctic gel pad sample had been received as part of the original reported issue (ngfy2529). As per clarification mail received (B)(6) 2022, it was confirmed that the device was used on the patient. As per sample received on (B)(6) 2022, it was observed that the minor cosmetic scratch at the bottom middle of the control panel screen . As per follow-up information received on (B)(6) 2022, it was stated that both (lot #ngfu1896 and lot# ngfy2529) were used with the first device sn# (B)(4). And lot# ngfu1896 and lot# unk) were used on the second device sn# (B)(4). It was changed due to air leak, but it is unclear based on the entry description if the fault was due to the gel pad, the as, or both. The as device had a confirmed circulation pump issue that could have contributed.